Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information: h6.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/19/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did the reported issue contribute to any patient adverse consequences?' No ¿ could you please provided more details information about the patiente consequences or adverse event? N/a ¿ - did the needle fall into the patient? No ¿ if so, ¿ ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ ¿ were x-rays taken to locate the needle piece(s)? No, the pieces were located visually and removed by the surgeon ¿ ¿ what measures were implemented to retrieve the broken piece? ¿ ¿ was there any additional tissue damage resulting from the search for the needle piece? No ¿ - does a fragment of the needle remain in the patient¿s tissue? No ¿ if so, ¿ ¿ is there any plan in place to remove the needle piece in the future? ¿ ¿ if so, could you please provide the scheduled date for the removal? ¿ ¿ in which tissue structure was the broken needle located? Facia ¿ ¿ what is the surgeon¿s opinion of the potential consequences for the patient? No adverse consequences known - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: jp (please refer to the attached email), surgical care director to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by distributor per account that the site opened 2 of this same lot# and the needles of both of these busted in half while the surgeon was stitching up the abdomen. Injuries or adverse event: yes. Samples available for return. There were no patient consequences reported. Additional information was requested.